Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. Evaluation conclusions: a follow-up report will be submitted when the eval has been completed.

Event description:
The customer reported that during an angiographic procedure, the rotator on the stopcock broke. The customer stated that the rotator was stiff while connecting it to a catheter. No harm or injury was reported.